Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the cause of the shocking and high impedances was not determined. They stated that the patient could not keep their device turned off because their pain would be too bad. Therefore, the physician told them they could use it. The rep mentioned that the patient was sent for a neck x-ray to view the lead, but they don¿t know when it will be done. They stated that the issue has not been resolved to their knowledge. The physician told the patient that they wanted to determine why they are having more pain in their right leg/hip after the accident before dealing with the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. It was reported that the patient had a shocking sensation at their implantable neurostimulator (ins) pocket site. It was noted that this even occurs when the device is off. The patient stated that they were in a motor vehicle accident, and the shocking issue began following the accident. The patient added that the stimulator has not worked the same since the accident. They mentioned that they lost all paresthesia on their left side, and only feel paresthesia on the right now. The rep performed an impedance check, and the 0-7 lead showed that multiple contacts were out of range; greater than 10,000 ohms. The rep added that the 8-15 lead showed impedances in the 8,000 ohms range. It was stated that the patient¿s complaints were discussed with the physician. The physician ordered an x-ray of the patient¿s cervical area to view the lead. The patient also complained of right hip and leg pain since the accident. The physician ordered a mylogram as well. It was stated that they needed to figure out what is going on with the patient¿s hip and leg first, then would address the stimulator. No further complications were reported or anticipated.